Manufacturer narrative:
(B)(4): the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found with the returned product. The cartridges passes visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A force test was performed with no failures at the conclusion of testing.

Manufacturer narrative:
The cartridges have been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the patient reported that during the past 7 or 8 days she experienced blood glucose (bg) between 15 and 16mmol/l with symptoms of thirst and tiredness. She claimed that the bg rose quickly and then dropped quickly with readings less than 2.2mmol/l. She denied symptoms of hypoglycemia. The patient said that she sometimes delivers insulin via syringe for elevated bg and said that the low bg was likely the response to the injection. The patient attributed the bg elevation to an issue the cartridges. She said that she removed a cartridge from the pump and the plunger was so stiff that she was unable to move it. The patient noted that when she selected another unopened cartridge from the same box it was very difficult to manipulate the plunger. The patient stated that she did not use this cartridge, selected one from another box, and did not experience a problem with stiffness. The patient said that she stores the cartridges at room temperature, changes cartridges every 2.5 days, and uses unexpired novorapid insulin. According to the patient, the cartridges do not appear to be damaged and all o-rings appear to be present. The patient was unwilling to further trouble shoot the bg excursion and insisted that the issue was related to cartridge defects. This complaint is being reported because of the allegation that a cartridge defect caused bg excursions with symptoms.